Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 3mm inaccuracy in the anterior direction when the surgeon was in the posterior position of the sinus. The inaccuracy seemed most apparent with the straight suction and quad cut blade. In trouble-shooting, the patient was re-registered, however, the issue was not resolved. It was confirmed there was no metal in, or near, the field. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative tested the system after the case with all the instruments on a resin head model and could not find any inaccuracies. The system has been used several times after this case without any issues.